Event description:
It was reported that during the setup for a case, a foreign particle was noticed inside the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.